Event description:
The customer reported scope communication error b30 endoscope not supported during inspection for use involving an olympus xenon light source. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.